Event description:
The manufacturer received information alleging a ventilator's lcd screen was cracked and unable to be viewed. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's lcd screen was cracked and unable to be viewed. There was no harm or injury reported. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. The device failed the assessment according to the service manual. The functional test cannot be performed because the display is internally cracked and cannot read information.